Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the anomaly observed in the field was confirmed in the lab. It is suspected the extended charge time was caused by the device being exposed to extreme temperature. The device was tested in the lab and on uts and yield normal charge time management.

Event description:
It was reported that while in original packaging, an alert indicated capacitor charge time reached. This device was not implanted.